Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The (B)(4) was reported by a customer from USA: "administration set type: 12004-000-0008. The end of the tube is leaking where is supposed not to leak. First incident happened few weeks ago. The patient starts to panic, when he found out the leak won't stop, he is concern for his medication with not be properly infused and given. And sterility of giving medicines is at risk. Delay in therapy:yes. Need for medical intervention:no. Patient involvement: yes. Death / serious injury: no. Human harm: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: leakage of unknown drug.